Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that their programmer would not communicate with their implant. It was noted that it would not sync with or without the antenna. It was also report that the patient fell a few months ago. The patient had a follow up visit with their doctor and had xrays etc. Done of implant and there was no reported issue.